Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the atrial set screw was unseated. This prevented insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting to implant the implantable cardioverter defibrillator (ICD), the set screw was not able to be tightened. The ICD was not used, and a new ICD was implanted. Patient condition was stable.